Event description:
Same event as MFR report#: 2134265-2008-02868. It was reported that in preparation for a percutaneous coronary interventional procedure, wire breakage occurred. The lesion to be treated was located in the right coronary artery (rca). When the physician was attempting to set up the platform speed of the rotalink 1.25 mm burr, the floppy rotawire guide wire fractured. The fracture occurred outside of the body. The procedure was completed with another of the same devices, the patient status was reported as 'no problem'.